Manufacturer narrative:
A correlation between the reported gastrointestinal (gi) bleed and the left ventricular assist system (lvas) could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 56 days. The pump remained in use supporting the patient at that time. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, the patient had bloody emesis, and their hemoglobin was 7.7 g/dl. Gastrointestinal (gi) group was consulted and heparin was held for the lvad due to the gi bleeding. The plan was to also monitor serial complete blood count and will transfuse as needed. The esophagogastroduodenoscopy revealed a large proximal gastric ulcer. On (B)(6) 2017, the patient¿s partial thromboplastin time was 26.5 seconds, prothrombin time was 12.0 seconds, and inr was 1.2. The patient was given 3 units of red blood cells.